Manufacturer narrative:
Analysis was performed by philips remote service engineer (rse), who spoke to the customer. The rse confirmed that the surveillance system could not sound alarms. The speaker hardware was tested. Then, the speaker was replaced with a known-good unit, but the issue persisted. The speaker cable was replaced, and the speaker began working. Based on the results of the analysis, it was determined that the product has malfunctioned, and the likely cause of the reported problem was the speaker cable. The customer acknowledged the finding and agreed to replace the speaker cable with a new one. The rse advised the customer to call back if additional support is required.

Event description:
Philips received a complaint on the patient information center ix indicating that the surveillance was unable to alarm. The patients continued to be monitored centrally; however, audible alarms were not heard. The device was in use on a patient at the time of the event. There was no adverse event reported.